Event description:
The pt was reportedly using a nebulizer at home. Apparently this nebulizer caught fire. The pt was then brought to this facility's emergency room. A lawsuit was recently filed with allegations that the pt died of smoke inhalation. Other info indicates that pt died (or was in the process of dying) before the nebulizer caused the fire. The facility does not necessarily use this brand of nebulizer. The facility's home health agency called an independent medical supplier who selected this device and delivered it to the pt's home. The medical supply co "set up" the nebulizer. The pt was monitored by intermittent nursing visits, but essentially used the nebulizer unsupervised. The nebulizer was new when it was delivered to the pt's home in 12/1999. Prior to the fire, the nebulizer was not checked in a preventive maintenance program. Following the fire, the nebulizer was not checked by the facility's biomedical engineering dept.